Manufacturer narrative:
Concomitant medical products. Cook fusion quattro extraction balloon (fs-qeb-a); boston scientific trapezoid extraction basket, unknown model. Investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. The coil spring is still attached to the distal end of the wire guide. The distal 2 cm of the wire guide is curved with a couple kinks. From approximately 6.5 cm to 10.8 cm from the distal end, the wire guide covering has folded over itself. Between 6.5 cm to 6.7 cm from the distal end, the wire guide covering has folded over itself more than once. At approximately 6.9 cm from the distal end, the folded portion of wire guide covering has split. From approximately 10.8 cm to 15.1 cm from the distal end is a section of bare core wire. There is also a small kink approximately 15.1 cm from the distal end (where the bare core wire ends). The wire guide has no further kinks, but numerous rough surfaces are found throughout the entire length of the wire guide. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product line instruct the user to flush the wire guide prior to removal from the wire guide holder. This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. The instructions for use instruct the user to flush endoscope accessory channel and/or lumen of device with sterile water and for best results, wire guide should be kept wet. This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use for this product cautions the user that this product is compatible with non-metal tip devices. Use of the wire guide with metal tip devices may compromise the integrity of the external coating on the wire guide. The reported observation can occur if the wire guide was used with an incompatible accessory device. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. They [the user] loaded [the wire guide] onto the cook fusion quattro extraction balloon with long wire technique. They placed the wire guide in the pancreatic duct, then exchanged the balloon out. They placed another manufacturer's extraction basket over the wire guide. They did several sweeps with the basket (opening and closing the basket). They removed the basket, then they reloaded the cook fusion quattro extraction balloon with the short wire technique. They did a couple of balloon sweeps before removing the balloon. That is when they noticed that the wire guide had stripped. They put the balloon back down and took the wire guide out. They placed another acrobat wire guide in the duct with the long wire technique.